Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection. The source of the infection was pocket hematoma. Cultures were taken and the antibiotic treatment was necessary. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.